Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the reason for call was pt reported their ins doesn't charge and "nothing happens" when trying to charge their ins. Patient services (ps) instructed pt to attempt to charge their ins. Pt stated that circles display on the screen. Ps attempted to clarify what was displaying on the screen and ps believes "reposition antenna" displayed. Pt confirmed it's been about 12 months since they last charged their ins. Ps suspects possible over discharge and reviewed information with pt. Ps instructed pt to follow up with their hcp if they'd like to have their device restarted. Pt stated they already have an appointment scheduled with their hcp to have their device explanted. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Pt confirmed the first time they attempted to charge their ins and could not do so was a couple months ago.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (serial number (B)(6)) found that the feedthrough had an anomaly. The battery was found to be overdischarged and permanently damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.